Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event .device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies (B)(4) on (B)(6) 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2017. There were seven manual power ups all under one minute duration recorded on the (B)(6) 2017, these power ups all occur within a ten-minute period. Devices which have been returned for switching on automatically have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of this device was within specification and there was no ten-minute manual power ups recorded within the history log. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.